Manufacturer narrative:
The technician replaced the brake caster to repair the bed.

Event description:
Information received indicates the brake caster is locking, but does not hold when in brake. The caster rotates is pushed on from the side.